Event description:
It was reported that a patient with an implantable neurostimulator (pain stimulation implantable pulse generator) experienced persistent back pain, particularly when leaning against a bed or any surface, and tenderness at the implant site following initial implantation in the upper back. The patient had difficulty charging the device due to its location and reported that the implant never functioned properly for a year after the initial procedure. The patient also described implant protrusion, noting that the device popped out and its outline became visible, which was temporarily managed by manually repositioning it. Additional symptoms included dizziness and a fall into a pool. The patient underwent revision surgery approximately six weeks prior to change the implant location to the upper right hip, which improved charging and device function. After recent programming, the neurostimulator began working effectively, though it did not completely alleviate pain. The patient reported a lack of significant subcutaneous fat, which may have contributed to the implant issues. The patient is scheduled for a two-level spinal fusion with rod placement in the back in the coming months and was advised not to use spinal cord stimulation until healed. No patient complications have been reported as a result of this event. Additional information was received, it was reported the patient mentioned after the implant was moved, it charged better and faster. Patient also mentioned prior to repositioning, the implant was burning them in their back and now, even after repositioning implant, the area the implant used to be would hurt patient to wear a bra. Patient mentioned they were meeting with their surgeon today to get a date for their upcoming back surgery and would talk to the surgeon about that. Additional information was received. It was reported the patient had a revision because the patient wanted it moved to a different location due to their unrelated health issues and unrelated surgeries. No devices were replaced and devices were working as intended. Patient noted they did have soreness at the implant site but was considered normal due to surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.